Event description:
It was reported that the iLet was not receiving Dexcom G7 readings, with a prior alarm noting sensor reconnecting, and the agent performed troubleshooting that included restarting the iLet, educating on Bluetooth interference and re-pairing times, and resetting the CGM pairing by toggling to G6 then back to G7 and re-entering the pairing code. Symptoms included no glucose data displayed on the iLet. Outcomes included temporary loss of CGM data on the iLet without reported injury, hypoglycemia, hyperglycemia, or hospitalization. Investigation included review of device status, confirmation of no pending firmware updates, assessment of CGM placement and sensor age, and guided re-pairing procedures to address wireless connectivity. Investigation of this case revealed intermittent Bluetooth connectivity between the iLet and the Dexcom G7 sensor/transmitter, with successful initiation of re-pairing steps to restore communication. It was concluded, based on previously established findings for similar reports, that the cause was wireless interference or transient communication disruption.